Manufacturer narrative:
The device was evaluated by the MFR and the device was repaired and returned to the customer.

Event description:
It was reported that the decorative screw in the back of the handpiece was missing. This was discovered when the device was at the MFR for repair. There was no pt involvement or adverse consequences related to this event.